Event description:
The patient heard an alarm from their pump. There was no associated therapy or medical problem as the pump had been filled with saline. The hcp attributed the event to the catheter. Revision had or will occur. Device registration system shows no newly implanted devices. The patient outcome was reported as 'no injury'.